Event description:
It was reported that the patient with this non boston scientific right atrial (ra) lead had experienced infection and the lead exhibited other/non-product experience. A revision was performed and the pacemaker along with this non boston scientific right ventricular (rv) lead and nonboston scientific right atrial (ra) lead were explanted. No additional adverse patient effects were reported. This ra lead was not returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).